Event description:
Alleged patient revised due to mom complications: metallosis,pain,yellow fluid and yellow colored thicken scar tissue - right

Manufacturer narrative:
This is the same event as 3010536692-2015-01179.